Event description:
Home patient (hp) reports a leak in cassette of homechoice set during automated peritoneal dialysis treatment. Hp ended treatment for evening after noting leak. No pt injury or medical intervention required per hp. Hp reported he would request a swap machine.